Event description:
The customer reported that the insulin pump alarmed motor error during basal several times. Troubleshooting was performed. Performed the displacement and self test and they passed. Advised the customer revert to back up plan until the replacement of the insulin pump arrives. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. Unable to confirm the motor error alarm and the motor passed the test. The device was received with currents within specifications.